Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated. It was noted that the size of the cuff was too big for the patient. All components of the existing aus were explanted and replaced. There were no patient complications reported.